Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The device administered the full dose to the patient over a period of 7 hours, which was faster than the expected therapy time. The device was filled with 3150 mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.